Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, all full height cubie pockets from main drawer 6 was failed. Customer reported that main drawer 4.2 displayed a "requires maintenance" error while retrieving medications. Multiple reboots and a drawer recovery were performed, but the issue persisted and the drawer did not open during recovery. The customer stated that the malfunction occurred when a user tried to issue medication to the patient and caused a delay to patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that the full height drawer 6 was not detected on bus and no leds were present on pyxibus module controller (pmc) board. A field service engineer replaced the four-height drawer with a new pmc board and drawer controller board. Drawer 6 was then checked and confirmed to be fully operational. The system functioned as intended after the field service engineer repaired the device.